Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20489187.

Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the leads had high impedances. The patient underwent a revision procedure wherein the old ipg and leads were replaced with a magnetic resonance imaging (MRI) capable. The patient was doing well postoperatively. The explanted device components were not returned per facility policy.